Manufacturer narrative:
Per tandem user guide: the cartridge should be changed every 48-72 hours, per guidance from the customer's healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support, and it was identified customer was using cartridges for 4 days which is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 262-350 mg/dl.